Manufacturer narrative:
This device's performance was initially analyzed using available data, prior to device return. This report will be updated once a physical analysis has been completed.

Event description:
It was reported that this pacemaker's battery appeared to be prematurely depleting based on previous battery longevity checks. Data analysis showed the power consumption had increased over the past year. A boston scientific technical services (ts) consultant recommended device replacement. A device replacement was scheduled. This device remains in service. No additional adverse patient effects were reported. Information was later received that this pacemaker was explanted and successfully replaced. This device is expected to return for analysis.

Event description:
It was reported that this pacemaker's battery appeared to be prematurely depleting based on previous battery longevity checks. Data analysis showed the power consumption had increased over the past year. A boston scientific technical services (ts) consultant recommended device replacement. A device replacement was scheduled. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the low voltage capacitors. This high current condition depleted the device battery faster than normal.